Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and pump error alarm due to motor flex cable not completely plugged into properly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got multiple pump error .the customer¿s blood glucose level was 94mg/dl at the time of incident. Troubleshooting was performed. Customer also stated that they unable to complete pump rewind. The product will be return for the analysis.